Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 5) occurred. Customer reported blood glucose level was 176 (mg/dl). The customer successfully loaded a new cartridge.